Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work on the top of the programmer screen. A recalibration of the stylus did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus did not work on the top of the programmer screen. It was indicated that the connection between the display and printed circuit board (pcb) required reseating. It was also indicated that the programmer would not connect to the network. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.